Manufacturer narrative:
Device passed displacement test and self test. No audio or vibrate or blank display anomaly noted. However a corroded battery tube compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and vibrate anomaly. The customer¿s blood glucose level was 216 mg/dl at the time of the incident. Customer stated that the insulin pump was turned on. Customer stated that the self-test was performed and insulin pump did not vibrate. The device will be returned for analysis.